Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the no video issue. The spectrum smart cable was scrapped and a replacement was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, there wasn't any image. The customer tried another cable and it worked fine. A delay in the procedure of an unknown duration occurred as another smart cable was obtained. No harm to the patient or user was reported.